Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿ hematoma is another potential complication cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient was prescribed and implanted with an option elite retrievable filter. The patient had a scheduled retrieval approximately 4 months later on or about (B)(6) 2015 with dr. (B)(6). Dr. (B)(6) was unable to remove the filter due to ¿the hook at the apex of the filter had become tilted and embedded into the wall of the vena cava.¿ the patient claims to have ¿suffered a caval hematoma ¿secondary to the failed retrieval. The patient alleges ¿significant injuries¿ including filter tilting and embedment. Argon¿s attorneys are attempting to gather information.